Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4)¿ the dentist reported that almost 1 month and 7 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity.